Event description:
Description of event: pt said their back stimulator was the wave rider back stimulator for pain. Pt said that they were in a lot of pain. Pt said they were going to turn off their boston scientific stimulator for an upcoming MRI. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).